Manufacturer narrative:
(B)(4). Results, conclusion: fracture. Unknown cause of event.

Event description:
Additional information was received stating that during the patient¿s routine follow up x-ray scan, the stent graft appears fractured with a component extending laterally to the left. No additional information is available.

Event description:
Film review analysis: review of the x-ray's from 1 year post-implant showed that a talent bifurcate had been relined with a talent converter through the right/ipsi limb of the bifurcate. The ipsilateral limb was extended by an aneurx limb into the right iliac artery. The aortic body of the bifurcate/converter was angulated approximately 65deg (to the right); relative to the proximal talent ipsi limb. The un-docked contra stub is seen extended laterally-left; in line with the aortic body. A talent occluder was also visible in the left side. Significant stent graft od compression was seen in the distal aneurx limb; the outer diameter of the last ring was reduced down from 28mm to 17mm. No stent graft fractures, kinks, or any other issues were observed. Review of the x-rays from three years post implant showed essentially the same stent graft configuration as the previous 1 year study. The aortic body of the bifurcate/converter was angulated approximately 65 degree to the right; relative to the proximal talent ipsi limb (similar to earlier study). The un-docked contra stub extended laterally-left. Again, significant stent graft od compression was seen in the distal aneurx limb; the outer diameter of the last ring was reduced down from 27mm to 18mm. No stent graft or connecting bar fractures, kinks, or any other issues were observed.

Manufacturer narrative:
Method: film. Results, conclusion: aortic neck greater than 60 degree.

Manufacturer narrative:
(B)(4). Results: (procedural bleeding, access failure). Results and conclusion: (aortic neck angulation of 90 degree, 13 cm aaa, and severe tortuosity). (Use of device in severely angulated aortic neck, 90 degrees).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 13 cm x 19cm abdominal aortic aneurysm approx eight months ago. Aneurysm and vessel morphology were reported as mild vessel tortuosity, no mural thrombus in the sac, the aaa was entirely blood-filled and the aortic neck had a 90 degree angle to the right. It was reported that the pt presented with back pain. Talent bifurcated stent graft was implanted, however, during implant the angulation kept guiding the wires/catheters over to the right, making cannulation of the gate difficult. Multiple approaches were tried, however, when these attempts were unsuccessful, the physician decided to use a talent converter and occluder inserted from the right side, and in addition, a 20x20x115 talent limb was extended into the right iliac. There was unintentional stent graft kinking due to angulation of the aorta and a 1000 cc blood loss (reference file 2953200-2011-00675). The pt had a blood transfusion 4 days later and was discharged from the hospital. Approx 45 days later, the CT showed that there may be some slight kinking at the distal landing zone in the right external iliac artery due to mild vessel tortuosity. The talent limb is patent. There is no reported intervention for the kink. The investigator assessed there was no relation to the study device and definite relation to the procedure. No add'l clinical sequelae were reported and the pt is recovered.